Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ilet message indicating dosing would stop soon unless their freestyle libre 3 plus sensor was connected; the user reported seeing readings in the abbott app, indicating the sensor was started in the abbott app and not the ilet app; the user was guided to enter a blood glucose value and start a new sensor with the ilet app. No adverse clinical symptoms reported. Outcomes included a temporary interruption risk to automated dosing, user education, and transfer to the cgm manufacturer for further assistance and potential replacement. User support included guided troubleshooting, device restart, and pairing the sensor via the ilet app. Investigation of this case revealed that the sensor was in use with another device and had not been initiated through the ilet app, resulting in pairing delay and dosing dependency on manual blood glucose entry; functionality resumed to warm-up status after restart and correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and cgm interoperability constraints rather than a malfunction of the ilet device.